Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose (bg) level of 486 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the hospital. Additionally, it was reported that the cartridge was damaged at the cartridge tubing. Customer loaded a new cartridge to address the issue. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.